Event description:
The initial reporter questioned high results for different patients and multiple parameters on a cobas e 801 analytical unit. Approximate discrepant high results were provided for 2 patient samples tested for elecsys ft4 IV (ft4 IV) and elecsys vitamin d total iii (vitamin d total iii). Patient 1: for ft4 IV the approximate results were 40 pmol/l and 20 pmol/l. For vitamin d total iii the approximate results were 440 ng/ml and 100 ng/ml. Patient 2: for ft4 IV the approximate results were 60 pmol/l and 20 pmol/l.

Manufacturer narrative:
The vitamin d total iii reagent lot number was 71889401 with an expiration date of 29-feb-2024. The ft4 IV reagent lot number was 72497401 with an expiration date of 31-may-2024. On 11-nov-2023 a field service engineer (fse) visited the customer site but did not identify any issues. An fse returned to the customer site and replaced the pinch valves and a bent sipper nozzle. Qc was acceptable. The investigation is ongoing.

Manufacturer narrative:
Data was provided for additional patient samples. Discrepant results were identified for 18 patient samples (patients 3 - 20) tested for elecsys troponin t hs (troponin t hs), vitamin d total iii, ft4 IV, and elecsys folate iii (folate iii). Patient 3 initial troponin t hs result was 92 ng/l. The repeat result was 195 ng/l. Patient 4 initial troponin t hs result was 23 ng/l. The repeat result was 58.4 ng/l. Patient 5 initial vitamin d total iii result was 166 nmol/l. The repeat result was 29.3 nmol/l. Patient 6 initial ft4 IV result was 23.9 pmol/l. The repeat result was 10.1 pmol/l. Patient 7 initial vitamin d total iii result was 221 nmol/l. The repeat result was 49.4 nmol/l. Patient 8 initial vitamin d total iii result was 486 nmol/l. The repeat result was 107 nmol/l. The initial ft4 IV result was 27.6 pmol/l. The repeat result was 11.5 pmol/l. Patient 9 initial ft4 IV result was 40.6 pmol/l. The repeat result was 17.5 pmol/l. The initial vitamin d total iii result was 161 nmol/l. The repeat result was 25.4 nmol/l. Patient 10 initial vitamin d total iii result was 256 nmol/l. The repeat result was 70.6 nmol/l. Patient 11 initial vitamin d total iii result was 234 nmol/l. The repeat result was 65.2 nmol/l. Patient 12 initial ft4 IV result was 64.8 pmol/l. The repeat result was 22.1 pmol/l. Patient 13 initial vitamin d total iii result was 274 nmol/l. The repeat result was 79.5 nmol/l. The initial folate iii result was 39 nmol/l. The repeat result was 17 nmol/l. Patient 14 initial vitamin d total iii result was 286 nmol/l. The repeat result was 88.3 nmol/l. Patient 15 initial folate iii result was 80 nmol/l. The repeat result was 35.5 nmol/l. The initial vitamin d total iii result was 251 nmol/l. The repeat result was 63.6 nmol/l. Patient 16 initial vitamin d total iii result was 239 nmol/l. The repeat result was 61.4 nmol/l. Patient 17 initial ft4 IV result was 41.5 pmol/l. The repeat result was 18.6 pmol/l. The initial vitamin d total iii result was 266 nmol/l. The repeat result was 74.1 nmol/l. Patient 18 initial ft4 IV result was 45.2 pmol/l. The repeat result was 20.2 pmol/l. The initial vitamin d total iii result was 181 nmol/l. The repeat result was 33.8 nmol/l. Patient 19 initial folate iii result was 24 nmol/l. The repeat result was 11.2 nmol/l. The initial ft4 IV result was 36.1 pmol/l. The repeat result was 14.8 pmol/l. The initial vitamin d total iii result was 261 nmol/l. The repeat result was 78.6 nmol/l. Patient 20 initial folate iii result was 23 nmol/l. The repeat result was 8.09 nmol/l. The initial vitamin d total iii result was 257 nmol/l. The repeat result was 69.3 nmol/l. Repeat testing was performed on (B)(6) 2023. The folate iii reagent lot number was 752739 with an expiration date of 31-jul-2025. The troponin t hs reagent lot number was 688155 with an expiration date of 30-apr-2024.

Manufacturer narrative:
Several sample clot, foam, and pipetting alarms were observed on the alarm trace data. These alarms suggest a pre-analytical issue and correspond to the event. The investigation determined the event was due to a pre-analytical handling issue.